Event description:
It was reported via repair work order that the brakes could not be engaged due to malfunctioned brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not be engaged due to malfunctioned brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the brakes could not be engaged from the side control pedal; however, the brakes could be fully engaged from the head and foot end pedals. This issue is not likely to result in serious injury or death because the unit could still be put into brake if needed.